Event description:
Allegedly revised due to loose cup and infection. Right hip.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This is the same event as 1043534-2013-01518, 01519, 01559.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.